Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon was not duplicated during evaluation because the subject device was not returned. It was reported that e315 unsupported scope error on one cv-190 issue was resolved after troubleshooting. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer later reported that the reported issue was resolved. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that error e315 (unsupported scope error) was observed on the evis exera iii video system center. There were no reports of patient harm or impact associated with the reported event. This report is related to linked patient identifier (B)(6).